Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13f17055, and h13f14128 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. Treatment and cause for this event were unknown. While still hospitalized and recovering from peritonitis, the patient died. The cause of death was unkown. It was not reported if an autopsy was performed. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the cause of death was an infection in the catheter.